Event description:
When in the clinic the patient reported multiple alarms and that his controller is switching between power 1 and 2 with full batteries on both. Battery cable damage was also indicated for (B)(4). Patient is currently in clinic. This MFR report is 1 of 3 related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The labeling further outlines that battery cables should not be twisted or kinked and outlines proper storage and carrying to prevent damage. It further instructs once a week inspect batteries for physical damage, including the battery cable and connectors for damage. Do not use batteries that appear damaged. Damaged batteries must be replaced. This is 1 of 3 reports (3007042319-2015-00629, 630 and 631) submitted for devices related to the same patient.

Manufacturer narrative:
One controller and two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Log file analysis revealed occurrences of critical battery alarms and premature switching events. Analysis of the controller revealed that the device met specifications; the device passed visual examination and functional testing. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries and two batteries with the potential to malfunction due to faulty internal cells. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-00629, 00630 and 00631).